Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced t-wave oversensing (twos) resulting in tachycardia episodes being recorded. It was further reported that the icm experienced electromagnetic interference (emi) on the electrograms (egm). The icm remains in use. No patient complications have been reported as a result of this event.